Event description:
The hospital reported that during a coronary artery bypass procedure, heartstring iii failed to load properly. The seal was not set properly on the heartstring iii. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage and slight evidence of blood. The delivery device was returned with the loading device. The tension spring assembly, seal and anchor tab remained inside the loading device. The blue slide lock was engaged and the white plunger was not depressed on the delivery device. Based upon the received condition of the device, the reported complaint "failure to load properly" was confirmed. The confirmed failure mode has been investigated in our CAPA system. In order to mitigate this failure mode, the device design was changed to help reduce the force required to advance the delivery device during seal loading. Visual cues have also been added to the seal loader and delivery device to assist the user through the steps required to roll and load the seal. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).